Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-oct-2017. The most recent information was received on 21-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("hemorrhage"), device dislocation ("essure not visible on left during hysteroscopy") and device breakage ("small dense opacity measuring 2.3 mm on pelvis projection which could be a foreign body") in a 38-year-old female patient who had essure (batch no. D30803) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nexplanon until (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), arthropathy ("joint problems"), depression ("depression"), iron deficiency ("iron deficiency") and fatigue ("intense fatigue"), 3 months 31 days after insertion of essure. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery (ilateral salpingectomy - laparoscopy - hysteroscopy - essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, device dislocation, device breakage, amnesia, arthropathy, depression, iron deficiency and fatigue outcome was unknown. The reporter provided no causality assessment for amnesia, arthropathy, depression, fatigue, genital haemorrhage and iron deficiency with essure. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: several examinations were performed (neurological exam, ultrasound, emg, etc); however, the results were not provided. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy: on (B)(6) 2016: essure not visible on the left side. X-ray: on (B)(6) 2017: small dense opacity measuring 2.3 mm on pelvis projection which could be a foreign body. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6)2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("hemorrhage"), device dislocation ("essure not visible on left during hysteroscopy") and device breakage ("small dense opacity measuring 2.3 mm on pelvis projection which could be a foreign body") in a 38-year-old female patient who had essure (batch no. D30803) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nexplanon until (B)(6)2015. On (B)(6)2015, the patient had essure inserted. On (B)(6)2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), arthropathy ("joint problems"), depression ("depression"), iron deficiency ("iron deficiency") and fatigue ("intense fatigue"), 3 months 31 days after insertion of essure. On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery (ilateral salpingectomy - laparoscopy - hysteroscopy - essure removal). Essure was removed on (B)(6)2017. At the time of the report, the genital haemorrhage, device dislocation, device breakage, amnesia, arthropathy, depression, iron deficiency and fatigue outcome was unknown. The reporter provided no causality assessment for amnesia, arthropathy, depression, fatigue, genital haemorrhage and iron deficiency with essure. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: several examinations were performed (neurological exam, ultrasound, emg, etc); however, the results were not provided. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6)-2016: essure not visible on the left side. X-ray - on (B)(6)2017: small dense opacity measuring 2.3 mm on pelvis projection which could be a foreign body. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: lot number added - d30803. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-oct-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("hemorrhage"), device dislocation ("essure not visible on left during hysteroscopy") and device breakage ("small dense opacity measuring 2.3 mm on pelvis projection which could be a foreign body") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), arthropathy ("joint problems"), depression ("depression"), iron deficiency ("iron deficiency") and fatigue ("intense fatigue"), 3 months 31 days after insertion of essure. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, device dislocation, device breakage, amnesia, arthropathy, depression, iron deficiency and fatigue outcome was unknown. The reporter provided no causality assessment for amnesia, arthropathy, depression, fatigue, genital haemorrhage and iron deficiency with essure. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: several examinations were performed (neurological exam, ultrasound, emg, etc); however, the results were not provided. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2016: essure not visible on the left side. X-ray - on (B)(6) 2017: small dense opacity measuring 2.3 mm on pelvis projection which could be a foreign body. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: after review and confirmation from french health authority, case (B)(4) was found to be a duplicate of this current case and therefore it will be deleted from the bayer database and all its content is being transferred to this remaining case (B)(4). Hysteroscopy was performed on (B)(6) 2016. Essure was not visible on left side (new event added in this case). The essure was removed (B)(6) 2017 (removal reason was not specifically mentioned). Xray performed on (B)(6) 2017 showed small dense opacity measuring 2,3 mm on pelvis projection which could be a foreign body (new event added to this case). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.